Event description:
The patient returned to or for removal of retained foreign body. Patient had a cholangiogram postop after having an open cholecystectomy with common bile duct exploration and stone extraction. A metallic ribbon was noted when reviewing the films. CT scan revealed a radiodense object in the upper abdomen between the liver and the spleen on CT scan. A laparotomy sponge was identified in this location.patient's hospitalization extended by one day. Sponge counts were correct for the initial surgery.